Event description:
It was reported that the patient was unable to experience effective therapy on the left side. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored post-operatively.